Manufacturer narrative:
Although the investigation is still in process, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 1017280 and test base part number 190-430/ lot 1017280 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017280 showed that the complaint rate is (B)(4). A supplemental report will be submitted after completion. Please see related MFR reports:1221359-2021-00247.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay (total number not specified) listing 2 separate lot numbers. As it is unknown which lot number is associated with these events, a report will be submitted for both lot numbers. Therefore, this report is one of two , representing lot # 1017280. The customer reported positive results with the ID now covid-19 assay performed (B)(6) 2021. A second swab was collected and a negative result from the binaxnow covid-19 ag card was generated. No confirmatory testing was conducted. The customer reported that some patients were asymptomatic. No additional information, including sample collection, patient information, outcome, treatment or impact was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1017280 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. After further review of the record it was determined, the customer reported nineteen (19) false positive results with the ID now covid-19 assay performed (B)(6) 2021 listing 2 separate lot numbers. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.